Manufacturer narrative:
(H3) the engineering evaluation noted in the revision reported in the experience was likely the result of wear of the polyethylene tibial insert, leading to instability (or vice versa). The surgeon elected to upsize the thickness of the tibial insert from 9 mm to 11 mm at the time of the revision surgery.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of the poly insert due to wear. - no further information provided.